Event description:
The tip of the screwdriver (approx 4 mm) broke off inside the screw of the glenosphere upon implantation. The surgeon was tightening the screw at the time of breakage. The tip remained implanted in the pt.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and med device.